Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) upon activating the pod. The patient reported being unsure if the pod's cannula was properly seated in the infusion site (unspecified). When the pod was removed, it was found that the insulin was leaking from the pod.

Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. A correction supplemental is being submitted to document the medical device correction (mdc). Updating h6 - investigation findings and investigation conclusions, h7, h9 and h11.